Manufacturer narrative:
Although the prevacuum cycle was initially mislabeled as gravity on (B)(6) 2019, a single run of the incorrectly labeled cycle was carried out for verification purposes and the error was detected. The name of the program was corrected on 8/14/ 2019, before the program was incorporated into routine use at the healthcare facility. It is running properly.

Event description:
On (B)(6) 2019, a prevacuum sterilization cycle was programmed on a sterilizer, but incorrectly labeled as a gravity cycle.